Manufacturer narrative:
The unit passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The unit functioned properly. The insulin pump passed the dat test at 0.08710 inches. The unit was received with a cracked case on the display window corners, a minor scratched lcd window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had physical damage. There was a crack on the top and side of the battery compartment. The customer does not know how the damage occurred. The customer's blood glucose levels had been recently running high. The customer had a blood glucose level of 382 mg/dl. The blood glucose was brought down with a bolus. The customer declined troubleshooting for the high blood glucose. Additionally, the customer was hospitalized last (B)(6) 2017 with a high blood glucose level of more than 700 mg/dl. The customer had a bladder infection as well as diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The device was returned for an analysis.